Event description:
The respiratory therapist stated there was something wrong with the manifold assembly. The customer reported that the unit was not in use on a patient. The customer contacted product support and reported they have a v60 and needed a part number. The customer was able to send a picture of the part needed. It was a picture of the o2 transport kit. The biomed was unable to find an issue with it, but respiratory stated there was an issue. Product support provided the part number. The customer will order an o2 transport kit and install it on the stand. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
H10: multiple good faith efforts were made to retrieve device evaluation, repair, and operational status on (B)(6)2022, (B)(6)/2022 and (B)(6)2022, however, yielded no response from the customer. It is unknown if any parts or repairs have been conducted. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.